Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of different programmers and telemetry wands. No tones could be obtained with a magnet application. The physician believes the ICD battery had depleted prematurely.